Manufacturer narrative:
Concomitant medical products: medications: aspirin, q-10 enzyme, lopressor, avapro, crestor, sinamet & aricept. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2006 the patient had three gore® excluder® aaa endoprostheses implanted. On (B)(6) 2019, the patient was admitted to the emergency room with symptoms of back pain and hypotension. A CT scan was performed but did not show any results. The patients symptoms continued and on (B)(6) 2019 an angiogram was performed and what looked like a hole appeared in the previously implanted gore® excluder® aaa endoprosthesis main body right below the flow divider. On (B)(6) 2019, a gore® excluder® aaa endoprosthesis was implanted inside the original gore® excluder® aaa endoprosthesis mainbody and it was reported that the hole was successfully covered and the patient tolerated the procedure.